Manufacturer narrative:
Complaint statement: (B)(4). Gbo could not obtain the date of the event from the customer. Received 1 rack of 454322/b200638y for evaluation. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level and draw volume according to iso 6710, "single use containers for venous blood specimen collection," and clsi gp39-a6 regulations for "evacuated tubes and additives for blood specimen collection." Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated.

Event description:
Customer states they are not able to get the vacuum in the tubes to fill to the black arrow (underfilling). This is occurring even if using a discard tube. This causes specimens to be rejected in hematology. Devices involved include straight needles, butterfly collection sets and syringes. The phlebotomists are using a discard tube anytime they use a butterfly collection set. They are securing the tube with their thumbs until a tube is filled. Customer advises they do not know the exact percentage on tubes which are rejected due to underfilling but estimates it to be less than 5%. No photos available. Customer is a new user of gbo products. Technical services provided customer greiner coagulation draw volume guide, coagulation fill volumes per iso, and clsi, IFU, pa pulse for underfilling tubes and tube brochure highlighting coagulation tubes. Customer advised that the literature technical services provided has made a difference because they have seen a decrease in underfilling issues.